Event description:
It was reported that the IV infusion pump was set up to infuse norepinephrine (ordered titrating dose was 0.5mcg/kg/min, rate of 57.75ml with total volume of 500ml ) on device module #1, lactated ringers solution running at 999ml/hr on device module #2, and phenylephrine (dose not reported) was infusing through module #3. There was nothing infusing through the syringe module at the time of the event. The IV fluid infusion device module gave "air-in-line" alarm. The user removed the air and the device was restarted. The IV infusion pump alarmed "system error" and all device modules shut off on is own. The device was turned back on and infusion quickly restarted. The patient had hypotension as a result of norepinephrine infusion being turned off. No additional medical intervention was provided as the blood pressure went back up after restarting norepinephrine. Once the patient became stable, a new device was obtained and infusion set up was transferred. The event occurred in pediatric intensive care unit (picu).

Manufacturer narrative:
Race and ethnicity: caucasian. The customer¿s report of a system error during an infusion was identified as due to a software issue. When the malfunction is triggered, the system error occurs when any state change is made to the pump, generating the system error code 255-16-275 on the pcu display . The error code 800.8000 is logged in the pcu error log. Analysis of the pcu event log shows the system error was triggered when the user restarted the infusion immediately following a flo stop open event at 9:32 am. The root cause of the customer¿s report of a system error during an infusion was due to a software issue. No device was returned for investigation. Other text : no devices received, log review only.

Event description:
It was reported that the IV infusion pump was set up to infuse norepinephrine (ordered titrating dose was 0.5mcg/kg/min, rate of 57.75ml with total volume of 500ml) on device module #1, lactated ringers solution running at 999ml/hr on device module #2, and phenylephrine (dose not reported) was infusing through module #3. There was nothing infusing through the syringe module at the time of the event. The IV fluid infusion device module gave "air-in-line" alarm. The user removed the "air" and the device was restarted. The IV infusion pump alarmed "system error" and all device modules shut off on is own. The device was turned back on and infusion quickly restarted. The patient had hypotension as a result of norepinephrine infusion being turned off. No additional medical intervention was provided as the blood pressure went back up after restarting norepinephrine. Once the patient became stable, a new device was obtained and infusion set up was transferred. The event occurred in pediatric intensive care unit (picu).